Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. There was no reported adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.